Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21-22 mg/dl resulting in an emergency room (ER) visit and subsequent hospitalization; cause of low bg was not provided. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of the event. The customer was unable to treat the low bg without intervention as the customer experienced confusion, palpitations, and experienced difficulty thinking. The customer was treated intravenously with a glucose drink, saline and glucose. The customer was released from the hospital the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy and was working with a healthcare provider to review the pump settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.